Manufacturer narrative:
(B)(4). D10: g7 pps ltd acet shell 52e; item: 010000663; lot: 7569901. G2: foreign ¿ brazil. The customer indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the surgeon chose to remove the screw from the metal acetabular implant because he thought it did not give the final proper tightening, hindering the fixation of the polyethylene in the metal implant. Surgeon chose to leave only one screw in another hole of the acetabulum. No patient harm or impact reported. No additional information available for the reported event.